Event description:
Home pt's family member called the baxter technical service line due to a low drain alarm in drain 1/9 during use with the homechoice machine. The family member had noted the pt line had become disconnected. The family member reconnected the pt line that had fallen on the floor and tried to proceed with treatment. The service tech advised the family member to end therapy and restart with new supplies as this line is now contaminated. Per the unit administrator, they were not informed of this incident. Unit administrator to f/u with pt and family member on proper aseptic technique at the next unit visit. Per unit administrator, no pt injury or medical intervention associated with this incident.